Event description:
During PICC line insertion, rn advanced guidewire and felt resistance, attempted to pull back and flexible area of guidewire was noted to be frayed. Left guidewire in and taped to arm securely. Notified fluoro dept at erlanger hosp and pt sent for line to be removed.